Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the surgeon was using a ligasure device. During the surgery, the clear silicone sleeve directly below the tip of the device became dislodged and fell into the open abdomen. Attempts to find this device piece were not successful. Location of this device piece is unk. The conscious decision was made to continue with the surgery and possibly leave the device piece in the pt's abdomen if, indeed, it was in the abdomen. No add'l intervention was taken. The pt's hosp stay was not altered due to this event. At this time, there is no known impact on pt outcome.